Manufacturer narrative:
Device was not returned to manufacturer for evaluation. The x-rays immediately post op and 4 weeks post op were reviewed. The caudal set screw back out is confirmed. It appears that the fixation level is t12-l2, not l2-l5. The caudal pedicle screws are fixed angle screws. Rod might not be contoured to fully seat perpendicularly to screw axis. With the available information, a contributing factor or cause for the reported event cannot be identified.

Event description:
It was reported that the patient underwent a spinal fusion at l2-l5 and posterior fixation was used. The right side set screw at l5 backed out approximately 4 weeks post op. No revision was reported.